Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall #2531779-03/24/2010-003-r.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: pump was able to detect the cartridge and to prime correctly. ¿load step malfunction¿ defect was not duplicated during testing. Force sensor calibration reading is above the requirements. Pump was opened, force sensor flex pins were intact and secured to the pcb socket; pcb inspection shows a misaligned in the force sensor circuit. No other defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.